Event description:
Caller alleged discrepant results compared with the lab. Results as follows: strip lot # 225324, date: (B)(6) 2010, inratio: 2.6, lab: 3.3; 2.6, 5.1. Follow up with customer who performed a correlation using replacement strips: strip lot #233421: date: (B)(6) 2010, inratio: 3.6, lab: 3.5; 3.6, 4.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that all results meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 06/23/2010, five discrepant result complaints were reported for lot #225324 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. As of 06/23/2010, two discrepant result complaints were reported for lot #233421 yielding a complaint rate of 0/003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.